Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colic biopsy [stomach ulcer] procedure, the physician used a cook captura biopsy forceps with spike. The physician introduced the forceps into the operating channel of the endoscope. The opening of the forceps was okay, but it was impossible to close them. The handle could move but had no action on the closing of the forceps. It was possible to close the forceps by pulling on the hub and thus retrieval from the operating channel. Another forceps was used to perform the biopsy. There were no clinical consequences.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test the handle was manipulated to verify the opening/closing of the forceps cups. When the handle was manipulated the forceps cups open, but they would not close. Several attempts were made to close the cups. A visual inspection was performed on the device and the cups appear to be slightly misaligned. The device was sent back to the supplier. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close". During functional testing, with the device coiled into three (3) 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device would not open or close. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. Additionally, the returned device was tested for the "misaligned cups". Under magnification it could not be confirmed that the cups were misaligned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. Additionally, the returned device was tested for the "misaligned cups". Under magnification it could not be confirmed that the cups were misaligned; therefore there will be no additional corrective action at this time. Instructions for use regarding product inspection states: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colic biopsy [stomach ulcer] procedure, the physician used a cook captura biopsy forceps with spike. The physician introduced the forceps into the operating channel of the endoscope. The opening of the forceps was okay, but it was impossible to close them. The handle could move but had no action on the closing of the forceps. It was possible to close the forceps by pulling on the hub and thus retrieval from the operating channel. Another forceps was used to perform the biopsy. There were no clinical consequences.